Event description:
A customer called baxter corporate product surveillance to report an unknown amount of four way, standard bore, stopcocks in which a leak was observed. According to the report, the stopcocks had leaked from a fracture in the stem. The event occurred during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated. If additional information becomes available, a follow-up report will be submitted.